Event description:
Info rec'd indicated that "during the course of the operation at one point the surgeon began to feel a sensation of some pins and needles at her own umbilicus and the bovie pen was evaluated. The machine seemed to be continually making a noise without pressing the button; therefore, the pin was replaced, the noise did not seem to return and everything seemed to be fine. Surgery was completed without any further problems; after the removal of the grounding pad on the right thigh, there was a burn. This was demonstrated to the pt and also explained to the pt's husband. The hospital will be notified of the burn on the pt's leg and the bovie machine will be re-evaluated." The plastic surgeon's report indicated "at this time (november 2, 1997) the scar has matured enough that it can be revised."